Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that during the ins replacement, high impedances (40,000) were noted on contact 0 of the replacement device. The issue was ongoing. Rep reported that ins was replaced due to normal battery depletion. No actions/intervention were planned to resolve high impedances on the new device, per hcp. Patient is scheduled for follow up 6/5. More information can be obtained in regards to this at post op. The old device was discarded. Rep reported that patient still has high impedances, but we were able to program around high impedances to provide desired coverage. Patient was receiving effective therapy and the issue was reported as resolved.